Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round moderate plus profile 325cc breast implant, catalog number 3502325, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 325cc breast implants that the right implant deflated after implantation. The issue was confirmed by physical examination, as a result, patient underwent bilateral removal and replacement for the left serial number (B)(4) and the right replaced with serial number (B)(4). They were replaced approximately (B)(6) 2018.

Manufacturer narrative:
On 5/11/2018, the mentor failure analysis lab has received the device for evaluation. Correction on replacement for the right implant serial number which is 7531771-070 device evaluation summary upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leakage site; a rent measuring less than 0.1 cm discovered on the anterior view. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Mentor performs 100% inspection and testing of all devices prior to release. There is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).